Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Patient underwent dye test on (B)(6) 2007 and result was blocked. Concurrent conditions included depression, asthma, uterine bleeding, latex allergy, adenomyosis, polyp of corpus uteri and bladder cyst. Concomitant products included montelukast sodium (singulair) and sertraline hydrochloride (zoloft) from 2000 to 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain/left and right lower abdomen, near ovaries"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical dysplasia ("other injuries/symptoms:cervical dysplasia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain left and right lower abdomen near ovaries all was sharp and stabbing"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown and the dysmenorrhoea, cervical dysplasia, vaginal haemorrhage, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for:-dysmenorrhea (cramping),pelvic pain, abdominal pain, general abnormal bleeding, cervical dysplasia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Pathology test - on (B)(6) 2009: uterus, total hysterectomy: focal mild superficial adenomyosis, corpus uteri. Post menstrual endometrium. Mesonephric remnants, uterine cervix. Mild chronic cervicitis with focal squamous metaplasia. No histologic evidence of residual or recurrent cervical dysplasia.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and cervical dysplasia. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. New events were added: abnormal bleeding (vaginal, menorrhagia), lower abdominal pain. Reporter information, medical history, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and cervical dysplasia ("other injuries/symptoms:cervical dysplasia"). The patient was treated with surgery (on (B)(6) 2009 hysterectomy. (Partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for:-dysmenorrhea (cramping),pelvic pain, abdominal pain, general abnormal bleeding, cervical dysplasia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously added "injury" was replaced with "pelvic pain". New events- " dysmenorrhea (cramping),abnormal genital bleeding, abdominal pain, other injuries/symptoms: cervical dysplasia" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.